Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 4 states, ¿disassociation of the locking bar from the modular tibial plate component has been reported. Inadequate seating of the locking bar can cause disassociation of the locking bar from the tibial plate component, requiring revision surgery.¿ product location unknown.

Event description:
It was reported a patient underwent a total knee arthroplasty on (B)(6) 2012. Subsequently, the patient was revised on (B)(6) 2016 due to the locking bar loosening and backing out. No further information has been provided.